Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 with a broken front panel. A field service engineer (fse) replaced the front drawer panel in the auxiliary device. The fse inspected the tower, identifying a liquid spill that caused corrosion and rust on the lower plastic grill. Fse removed and cleaned the grill, inspected the cabinet metal frame, confirmed no rust or corrosion was present, and reassembled the grill without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 3ca drawer 9.1 was cracked in machine. Additionally, within the tower, drawer 4 had cracked glass, along with signs of rust and erosion. However, there were no delays, adverse events or injuries reported based on this event.